Manufacturer narrative:
Section h10: (h3) the broken instrument reported was likely the result of applying a torque to the threaded screw tip during bone removal which led to device fracture. However, this cannot be confirmed because the component was not returned for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during an ankle procedure, the bone screw was driven into the tibial bone under power and then the handle was placed on it to pull the tibial bone. While the surgeon was tugging on the handle in different directions the metal threaded flute on it snapped. No pieces were left in the wound site. The product was disposed of to the sharps bin following the case. Patient was last known to be in stable condition following the event. No adverse effects experienced by the patient due to this incident.